Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. All three device loading units (dlus) returned noted scratches on the inner tube. The articulation knob functioned properly, allowing for proper articulation. The returned 10r dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the device had issues in firing and loading, the stapler does not fire, the staples go on and does not shoot. A new device was used in order to complete the case. No patient injury.